Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a fall in (B)(6) 2015. The patient noted that they could hardly walk because their legs didn¿t always work. It was noted that they had a lot of falls because they ¿black out completely or something¿. The patient started falling a lot in (B)(6) 2015. It was noted that their doctor took them off one of their medications and since then they hadn¿t fallen. After this the patient had a loss of therapy with pain in the lower back starting in 2016 about 3 months prior to the report. The pain had gradually gotten worse and within the 2 weeks prior to the report it had gotten really bad. They were going to follow up with their doctor. The patient was implanted for lumbar radiculopathy. Additional information received from the patient reported that they tried to adjust the leads but it wouldn¿t help to resolve the pain in their back. The patient stated that they scheduled surgery on (B)(6) 2016 to redo the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.